Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had inadvertently pressed the bolus button on the insulin pump, leading to the device showing 10.0 units of insulin on the display screen. The customer stated that she checked her sensor glucose readings, put the device back in her pocket, and when she pulled it out again, she noted the maximum bolus value of 10.0 units. She stated that she was unsure what had happened but wanted to replace the insulin pump. She advised that she had not delivered the bolus. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.